Event description:
Event description guidant received information that this ventricular lead displayed high pacing threshold measurements. The lead was suspected to have become dislodged. An invasive procedure was performed and the lead was successfully repositioned.